Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had a synchronized cardioversion 2 days ago in the emergency room. The caller stated they were able to turn off the patient's bladder stimulator for the procedure and it worked great, but now that the patient was back home, they were having a hard time getting the communicator to connect to the implant. The caller said they were getting device not responding when trying to connect. The agent had the caller try repositioning communicator multiple times, but that did not resolve the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.